Manufacturer narrative:
During troubleshooting with beckman customer technical support specialist (cts), the customer indicated after they changed the sample probe, issue was resolved. The customer performed calibration and quality control, which all passed. The analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining low patient results for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their au680 clinical chemistry analyzer. The customer repeated the patient samples and obtained normal results. There was no change to treatment, injury or death associated with this event. The customer did not provide patient demographics. The customer provided the initial results for one (1) patient.